Event description:
The pt received her scs system on (B)(6) 2008 including an ipg. The pt had recently lost weight. As a result, the pocket sagged and the ipg moved to her butt. The ipg was explanted and replaced with a smaller model for better comfort. Also, the ipg site was moved above the pt's waistline. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.